Event description:
Potential overinfusion. Parenteral nutrition infused at a faster rate than programmed. Original parameters unknown at this time. Device history record was reviewed, no event linked to the reported issue was observed. Device log was downloaded locally and reviewed. The device was not sent for investigation so no test were carried out. However the log history was downloaded locally and provided for review. Although the date of the event was not specified, the last infusions found seemed to match the event as it lasted for about 4 hours (as described in the complaint). Infusions were set at 71,5ml/h and the volume recorded was 257,77ml which give 217min (around 3h40 of infusion and not 24 hours). Nota : the device was switch off by the user 27 minutes after the infusion had ended (which makes around 4h between the start of infusion and the device was turned off) the history data is insufficient to confirm the described event however it is most likely due to a setting error by the user as the calculated volume matched the recorded volume." This complaint is not confirmed. No action was initiated for this issue as per our local procedures. The trend is normal and reported risk is lower than estimated risk.

Event description:
Potential overinfusion. Parenteral nutrition infused at a faster rate than programmed. Original parameters unknown at this time.